Event description:
When physician inserted the needle and device (implanon (etonogestrel) ] iud, and had released it, when she withdrew the needle the implanon device was still in the needle. Lot number 802617001, exp 11/2013. Md then used another device without problem.